Event description:
During a mako total hip arthroplasty procedure while finishing impacting the trident tritanium cup the reading on the screen changed from 40/20 angle and 0mm distance remaining to display 83/2 angle and 88mm distance remaining. The arm locked up in the patient and could not be moved once "free arm" selected. The error message appeared: "joint angles inconsistent error - call service". The e-stop was pressed and brake released to remove the robotic arm from the patient. Error message would not disappear so the procedure could not be completed using mako. It was aborted and completed manually. When turning off and turning back on the mako system the homing procedure of pre-surgery checks could not be completed for the j6 joint. The drape was found to be bunched up under j6, but even once this was removed homing could not be successfully completed. Field service was contacted to repair the system.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: mps reported the arm locked up in the patient and could not be moved once free arm was selected. The error message appeared: joint angles inconsistent error - call service. The drape was found to be bunched up under j6, but even once this was removed homing could not be successfully completed. Field service was contacted to repair the system. Device evaluation and results: fse indicated that on movement of the j6 arm you could hear that the j6 encoder had become loose and was moving, hence the error during homing. Had to replace the j6 arm as a result and follow the full matrix tests. Product history review: a review of the DHR associated with 275560-2 found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207557, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: passed all function tests and pre surgery checks, and is now ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total hip arthroplasty procedure while finishing impacting the trident tritanium cup the reading on the screen changed from 40/20 angle and 0 mm distance remaining to display 83/2 angle and 88 mm distance remaining. The arm locked up in the patient and could not be moved once "free arm" selected. The error message appeared: "joint angles inconsistent error - call service" the e-stop was pressed and brake released to remove the robotic arm from the patient. Error message would not disappear so the procedure could not be completed using mako. It was aborted and completed manually. When turning off and turning back on the mako system the homing procedure of pre-surgery checks could not be completed for the j6 joint. The drape was found to be bunched up under j6, but even once this was removed homing could not be successfully completed. Field service was contacted to repair the system.